Event description:
Reportedly, it was discovered during a follow-up performed on (B)(6) 2020 that the subject pacemaker had reached the recommended replacement time (rrt) with a battery impedance of 13.04 ko. The latest follow-up had been performed 3 months before (on (B)(6) 2019), with a displayed residual longevity of 5 months. Device replacement could not be performed immediately, so the physician would like to know the remaining longevity.